Manufacturer narrative:
(B)(4).

Event description:
It was reported that the symptomatic patient presented in the emergency room. Upon interrogation, the left ventricular lead exhibited intermittent capture. On (B)(6) 2016, the patient presented in the operation room for lead revision. The lead exhibited slight position change. The lead was reprogrammed. The patient was in stable condition post operation and would continue to be monitored.